Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - it was verified the failure of the osseointegration of a dental implant. Twenty ncm of primary stability was achieved.